Event description:
The customer reported that the system would not boot up. No pt injury was reported. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The customer declined to have the service rep repair the system. No further info is available.